Event description:
It was reported that the 511sd was used during a laparoscopic ectopic pregnancy myomectomy tubal ligation. It was reported that the heads of the obturators are broken during the insertion into the "pesitoreum". Rec'd additional devices; 512s and two 511s.